Event description:
Event description boston scientific crm received information that this implantable cardioverter defibrillator (ICD) emitted beeping tones. The device was interrogated and found to be at elective replacement indicator. This device has been in service for approximately 2 years. Evaluation of the eri indicator determined that this device had declared eri due to charge time, exhibiting a monitoring voltage of 2.67 volts and a charge time of 19.5 seconds. The device will be explanted in the near future. To date, there have been no reported patient symptoms associated with this clinical observation.